Event description:
Account thinks the pt's medications backflowed into the primary bag. Account noted the primary bag bulging after infusion of a second piggyback. States the meds ran faster than what the staff had set the infusion rate. The pharmacist recommended repeating the two piggyback medications for the pt.